Event description:
It was reported that patient underwent an ankle fusion procedure on (B)(6), 2014. During the procedure, the jig would not target correctly. A 45-60 minute delay occurred. Additionally, the jig lost alignment and the drill bit fractured while impacting the nail. The fractured drill bit was retrieved from the patient.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Examination of device was inconclusive as all parts were not returned.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. (B)(4). There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments it states, "surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling. Care must be taken to avoid compromising their exacting performance." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09050 / 09051).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.